Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer reported that system did not generate an image while x-ray while the indicators were on.